Event description:
I had the essure device put in a little after I had my last baby. The doctor didn't tell me there was nickel parts on the device nor did he bother to ask me if I had any allergic reactions to it. Immediately after the implant, I had severe uterus pain. I thought it was normal so I gave it a couple of days. After a few weeks, the pain was still there. I was having painful menstruation, painful sex, hot flashes, fevers, my stomach was bloated, all the symptoms associated with the essure device. It was a nightmare! I was in and out of ER's with the same complaint but they all just thought I was a pain med addict. One nurse even asked if I had an addiction problem! That was sooooo embarrassing! This went on for almost a year until I switched ob/gyn and after running several tests, told me that it maybe due to the essure, therefore he referred me to another doctor who can remove it. I made an appointment with this new doc and after a few visits with him and several pain medications later, I finally had it removed. During my post op visit, he told me everything went fine and that I had another form of endometriosis and the reason why it didn't show up in any tests or biopsy was because it was inside my uterus. However, almost immediately after that surgery, after I was released to go home, I felt sharp, stabbing pains in my groin area. I felt the need to pee but I couldn't. Went back to the hospital where I had my hysterectomy done, they ran some tests and said it was nothing and sent me on my way home. Little did I know, my nightmare wasn't over. A whole new problem started. They removed the essure device but now my life was at stake. Again, in and out of ers' and being treated like an addict, given little pain meds then sent home. I couldn't sleep, eat, pee nor poo. I couldn't do anything! I was bed ridden, weak and in pain. My kidneys hurt so the doctors all thought I had kidney stones. After almost 7 months of non stop pain, not being able to pee, poo, eat nor sleep, I had enough and switched ers. The ER doctor ordered a CT with contrast that night. He later came in and told me the contrast I drank earlier just leaked all over my pelvic floor and that I needed to be kept inpatient immediately! He then told me that if I had waited another day, I'd have died from all my body wastes' just recirculating all over on the inside of my body! He asked if I have had any surgeries and I told him yes, essure removal/partial hysterectomy. He told me that during the procedure, the doctor may have knocked a part of my urethra/ureter. A urologist came early the next morning at the hospital and explained the same thing the ER doc told me and the procedure that needed to be done. I needed a stent placed in and the earliest he can put it in was the next morning. I agreed and signed the necessary paper works. After the stent was in, I felt immediate relief. I was kept there at the hospital for almost a week. After 4 failed stents, the urologist finally told me I needed to just have surgery yet again to fix my ureter. I barely had that surgery done earlier this year and I'm doing ok except pain on my left groin area. Oh, and after all that pain medications I was on, I had to go on a methadone treatment program to get me off of narcotics successfully. I started at 30mgs of methadone, went up to 70mgs, stayed at 70 for quite a long time, and now I'm determined to get off of methadone as well. I'm currently at 18mgs. All this problems started with one little birth control device. Essure.